Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the retrieval string separated from the pessary during insertion, and that she was unable to manually remove the pessary. The pessary was removed with the assistance of a medical professional. The consumer reported experiencing side pain, vaginal odor and discharge, as well as vaginal bleeding.